Manufacturer narrative:
(B)(4). Torque wrench handle (product code: 2770-40-510, lot number: bv666532) was returned to the complaints handling unit (chu) for evaluation. The torque wrench handle (product code: 2770-40-510, lot number: bv666532) featured some signs of use but no immediately apparent damage. Torque wrench, from lot bv666532, was found to exert less than the intended amount of 80 in*lb of torque at the corresponding setting. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the torque wrench under torqueing cannot be determined from the sample and the information provided. A potential root cause may be wear and tear to the device¿s ratcheting mechanism over time. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
6 days postoperatively all 4 innies has loosen from screw head. Innies was fixed by torque limiter. Result of this case was a revision surgery. Details will following. 21 sept 2015 reopen receipt of products raynham.